Event description:
During generator replacement surgery for end of service, device diagnostic testing resulted in high lead impedance reading (dc dc code 7 and limit) when new generator was connected to original lead. Device diagnostic testing prior to surgery was within normal limits as was pre-implant testing of the new generator. It was reported that the lead was bent at a sharp angle directly behind the silicone boot and that it looked as though it had been that way for a while. The neurosurgeon explanted the original generator and did not implant the new one, leaving the lead in place. Neurosurgeon plans to discuss lead revision with the pt at a later date as the pt had previously expressed dissatisfaction with vns therapy and had not been determined to undergo the generator replacement surgery. This surgery was the first vns surgery for the involved neurosurgeon. Investigation to date has been unable to determine whether the lead malfunctioned or whether it may have been damaged during the generator explant procedure.